Event description:
Patient with endocarditis was treated with antibiotics via an elastomeric device from (B)(6). The device failed to infuse, and the patient went 16 hours without medication. Patient was subsequently readmitted to hospital with mycotic aneurysm. About 270 ml 10 ml/hr.